Event description:
Patient was admitted to the hospital for a coil embolization and stenting procedure to treat a right superior hypophyseal aneurysm. During the course of the procedure, two stents were noted to have prematurely deployed in the right internal carotid artery. The procedure was subsequently aborted. A final angiogram revealed good flow through the stents. Patient discharged home two days post procedure.

Manufacturer narrative:
In 2006 - patient seen for recurrent headaches, nausea, vomiting and/or blurry vision. Seventeen days later - cervical and cerebral angiograms of the right and left common carotid arteries and left vertebral arteries found a mass at the junction of the sinuses at the torcula and a right superior hypophyseal aneurysm. A month and a week later - patient admitted to hospital for coil embolization and stenting procedure. During procedure, two stents prematurely deployed and the procedure was aborted. The next day - CT scan showed a hematoma in the right groin and adjacent extra peritoneal space. Two days later - patient discharged home. Approx four months later - patient admitted as an outpatient for stent assisted coiling procedure. Stent and coil (manufacturer unk) were successfully placed. Post procedure, patient experienced left facial droop, tongue deviation to the left and upper and lower extremity weakness. CT scan showed a large 8cm hematoma within the right frontal lobe in the territory of the right middle cerebral artery with a midline shift and transtentorial herniation. Patient taken to emergency for evacuation of hematoma found in temporal lobe. Patient was given protamine and transfused with platelets and blood. Due to the swelling, a right frontal and temporal lobectomy was performed. More clot was found in the frontal lobe so a fiberoptic monitor and ventricular catheter were placed. The cranial flap could not be put back due to the swelling. The next day - CT scan showed significant amount of blood still present in the brain. The mass effect had increased since the prior exam. Patient's treatment course was complicated by respiratory infection, mrsa bacteremia, tracheostomy, tube feeding and urinary tract infection. Reoperations and multiple cranial debridement was required. The following month - patient had a radial arm free flap to the head. Patient was noted to be alert but still had hemiparesis and visual field defect. The following month - patient was discharged to a rehabilitation facility. Expiration date and device manufacturer date: unknown as lot number was not disclosed.